Event description:
It was reported that the patient was sedated and experienced an anesthesia issue. The patient needed to be flipped supine and assessed. The patients issue was resolved and the procedure was aborted due to the anesthesia issue. No levels were completed and the device was discarded. The patient was sent to the post anesthesia care unit (pacu) and then the emergency room (ER) as a precaution. The patient was later discharged and had no further complications.